Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner: "user issue: error code: ventilator disconnection from patient. Vent keeps alarming saying disconnection."

Event description:
Hamilton medical ag received the following description from the partner: "user issue: error code: ventilator disconnection from patient. Vent keeps alarming saying disconnection."

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation the device alarmed with disconnection on ventilator / patient side and loss of peep. Ventilation continued. The event did not cause or contributed to a death or serious injury to a patient. A full-service software check out was performed with no issues found. The unit was also run on a test lung for 8 hours without any issue. No part was replaced because the issue could not be reproduced. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.